Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Blood glucose level at the time of call was 303 mg/dl. The customer experienced symptoms as nausea for high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer used auto mode. Troubleshooting was performed. No further patient complications were reported. The insulin pump will returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Test p-cap locks properly into reservoir compartment. Pump error 37 was intermittently occurring during testing such as during rewind. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and in the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and corroded battery tube. Unable to verify customer's complaint for high bg's. Rewind anomaly was confirmed due to moisture damage on the motor. Corroded battery tube is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.